Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that embedded foreign matter was found in 42 bd luer-lok¿ syringes during an inspection. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: during an inspection of our inventory, it was determined that the syr, 3cc l/l, syr, 30cc l/l, and syr, 10cc l/l (item numbers: 301073, 301033, and 301029, respectively) had defects present an average of 71% of the time. The majority of those defects were attributed to embedded particulate. Item, qty defective: syr 3cc l/l, 10; syr 30cc l/l, 42; syr 10cc l/l, 21.

Manufacturer narrative:
H.6. Investigation: forty-two (42) samples were returned by the customer for investigation. Twelve (12) of the samples were received with tape on the barrel covering pieces of foreign matter (fm). The other thirty (30) samples were received with nothing on the barrel. All forty-two samples were received loose in two (2) plastic bags in a box. All the samples were examined using unaided vision. No visible foreign matter was observed on the thirty (30) samples which did not have tape on the barrels. The twelve (12) samples which had tape covering the fm had the fm measured using a visible particle estimation chart (df1-04). Based on this examination it was determined that five (5) of samples had particles which were a level 1 (1/128th of an inch) in size, four (4) of the samples had particles which were a level 2 (1/64th of an inch) in size, and three (3) of the samples had particles which were a level 3 (1/32nd of an inch) in size. All of the particles were loose and were not embedded in the returned samples. The returned samples which had tape on the barrels covering the foreign matter (fm) were visually examined using 20x magnification and it was found that eleven (11) out of the twelve (12) samples did not have fm but rather were minor cosmetic defects. The last sample was found to be a blue fiber. The eleven minor cosmetic defects could result from barrel to barrel or barrel to machine contact during the production process or during transport of the bulk syringes. A blue fiber is likely from operator interaction during the production or packaging process as production associates were blue smocks on the production floor. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that embedded foreign matter was found in 42 bd luer-lok¿ syringes during an inspection. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: during an inspection of our inventory, it was determined that the syr, 3cc l/l, syr, 30cc l/l, and syr, 10cc l/l (item numbers: 301073, 301033, and 301029, respectively) had defects present an average of 71% of the time. The majority of those defects were attributed to embedded particulate. Item: qty defective: syr, 3cc l/l, 10. Syr, 30cc l/l, 42. Syr, 10cc l/l, 21.